Event description:
It was reported that the patient received inappropriate shocks due to a fracture of the right ventricular (rv) lead. It was also noted that the rv lead had fluctuating impedance over the past year. The rv lead was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6996 implantable defibrillation lead, (B)(6) 2011. (B)(4).